Event description:
A 3.5 mm diameter x 9 mm length nc sprinter dilatation balloon catheter was inserted into a patient for the treatment of a pda lesion. The lesion morphology was reported as moderate calcification with 90% stenosis. It was reported that the nc sprinter dilatation balloon catheter was advanced to the intended lesion site for post-dilatation of another manufacturer's drug-eluting stent. It was reported that when the balloon was inflated to 16 atmospheres; it was noted that contrast was leaking after inflation. The device was successfully removed. A balloon from another manufacturer was used to complete the post dilatation. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Eval: results: pending further investigation. Conclusions: pending further investigation.